Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the crack on the top of the reservoir compartment. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the black ring at the top of the reservoir compartment had fall off. Customer stated that the reservoir was lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.